Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the surgeon mistakenly locked the trident 10crossfire insert 28mm into the secur-fit psl shell cluster.